Event description:
During the initial placement of the coil into the aneurysm, the trufill dcs orbit mini complex 3.5 x 9 did not make its own shape. The microcatheter was prowler select plus "j" shape.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13282605 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13282605. Additional information will be submitted within 30 days of receipt.